Event description:
Additional information was provided on 10/16/2023, where the arthrex subsidiary employee stated that this event occurred during an acl reinforcement in the tibial portion, where all fragments were able to be recovered. An additional anchor was used to proceed with the procedure.

Manufacturer narrative:
Complaint is confirmed. One unpackaged, ar-2324pslc, batch 15043959, was received for investigation. Upon visual evaluation, it was noted that the returned device was missing the anchor and sutures. Functional testing wasn't performed due to the damage of the device. Based off the information provide,d, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Event description:
On 09/21/2023, it was reported by an arthrex subsidiary employee via sems-06038338 that an ar-2324pslc suture anchor broke. This occurred during a case when they went to pass the wires the alete that is at the tip of the anchor broke. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.